Event description:
A healthcare professional reported rupture. This record relates to left side. The device was explanted and replaced with a non allergan device.

Manufacturer narrative:
Email- (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.